Event description:
Repair ticket 2499 from 4s. I was informed in the morning that there had been an burn incident last week involving this unit, and to go check it out. Found that unit was still in use on patient, warmer was in off position, fliter was not clogged to cause over heating of unit, hoses at unit outlet were luke warm and routed back around to the unit. Will follow up on the report as I get it. I met with risk mgr. Upon finding this incident had taken place and that it involved the hoses on top of the mattress overlay, with patient's foot on it causing a blister on the foot. They are to do an internal root cause investigation and hold meeting to report findings. Met with root cause committee and findings were staff incorrectly used equipment, reporting process was not correct, and in the case of equipment suspected involvement was not removed. Discussed corrective actions and remendies for policies and procedures.the staff had incorrectly routed the hoses on top of the foot board instead of around the end and bottom of the foot board, thus causing the hoses to be able to come in contact with the resident's foot. The resident had slid down while in bed with the head raised up and the knees flat which is common. Once I was notified, I pulled the unit and took to the shop and ran the unit the way it was set at that time and had found the temperature to be at 103 degrees. So it was ok, but at this time it is unknown if the pressure and movement along with the tempand exactly how long it had been like this contributated to the incident. The degree of burn was a 1st degree.====================== manufacturer response for wound care mattress, 1st step select======================has never been heard of before. That it is unlikely to be attributed to the equipment in question.